Event description:
It was reported that the ventilator patient assist port was not working. The ventilator would alarm, but there was no audible alarm at the external station. It is unknown if a patient was connected to the ventilator when the reported problem occurred.